Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: unknown. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-06-16.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe tip broke off during use. The following information was provided by the initial reporter: material no: 306547; batch no: 9206958. It was reported that tip of the syringe broke off inside female luer. Issue: just want to inform you that inspection of the as-received samples observed an unexpected material lodged within the set's female luer which was identified as the syringe's broken off tip. No issues were observed with the set. Further visual inspection of the syringe observed no other issue. The broken off syringe tip was unable to be removed. No testing was able to be performed.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe tip broke off during use. The following information was provided by the initial reporter: material no: 306547 batch no: 9206958 it was reported that tip of the syringe broke off inside female luer. Issue: just want to inform you that inspection of the as-received samples observed an unexpected material lodged within the set's female luer which was identified as the syringe's broken off tip. No issues were observed with the set. Further visual inspection of the syringe observed no other issue. The broken off syringe tip was unable to be removed. No testing was able to be performed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/19/2020. H.6. Investigation: one sample was received for evaluation. It came in a plastic bag together with an IV set. They have been used and are contaminated. The syringe had the luer tip broken off. The IV set connection has the syringe luer tip. A potential root cause of the reported condition occurs when an excess of torque is applied while connecting the syringe to the IV set. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: bd: was initially made aware of this complaint on 2020-03-04. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2020-06-16 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe tip broke off during use. The following information was provided by the initial reporter: material no: 306547, batch no: 9206958. It was reported that tip of the syringe broke off inside female luer. Issue: just want to inform you that inspection of the as-received samples observed an unexpected material lodged within the set's female luer which was identified as the syringe's broken off tip. No issues were observed with the set. Further visual inspection of the syringe observed no other issue. The broken off syringe tip was unable to be removed. No testing was able to be performed.